Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit is delivering high volumes. The customer performed troubleshooting; but the issue was not resolved. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect turbine assembly for investigation. Upon inspection, the encoder wheel assembly has been damaged. An investigation was performed and the reported issue was unable to be duplicated. The delivered volume test fails low at all test points. The turbine characterization has become invalid. This issue will be internally investigated within carefusion.